Event description:
The customer initially reported state time out. While onsite repairing the unit, the asp field service engineer (fse) believes that he may have found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse found that the vacuum pump did not have any oil in it. He replaced the oil and the oil mist filter. He certified the system with diagnostics and a test cycle. The system met all specifications. This issue is being addressed with a customer letter, related to correction & removal.